Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump. The indication for use was for intractable spasticity. It was reported that the healthcare provider (hcp) interrogated pump today and got an alert stating the pump has been stopped for ¿1092 h 15m¿ along with service codes 234 and 232. The patient did have magnetic resonance imaging (MRI) back in november. The patient did not report and symptoms nor heard any alarms. An agent reviewed information on pumps and telemetry mode with MRI exposure. Advised the hcp to check pump logs again to see if there is a recovery noted today. The issue was not resolved through troubleshooting. An agent advised caller to call back if they do not see a recovery in the logs or if there is a volume discrepancy when they access the pump.